Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The sensor serial number expiration date is 28-feb-2023 and reported complaint was received on 2-mar-2023 however, it is unknown when the medical event occurred as the customer did not provide medical event date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via webform which reported an unknown reading issue with the sensor. The complaint further indicated that due to the reading issue, the customer required third-party treatment juice, sugar, and food and no further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.